Event description:
It was reported that the head and internal components emerged from the housing of the system 5 sagittal saw during set up prior to a procedure. The components were not sterile and the case had to be torn down, repicked and reset. There was a 45 minute delay as a result of the event. The case was completed successfully. It is unknown if the patient was in the operating theater at the time of the delay. No other adverse consequences were reported. Multiple attempts were made to the customer to obtain additional information.

Event description:
It was reported that the head and internal components emerged from the housing of the system 5 sagittal saw during set up prior to a procedure. The components were not sterile and the case had to be torn down, repicked and reset. There was a 45 minute delay as a result of the event. The case was completed successfully. It is unknown if the patient was in the operating theater at the time of the delay. No other adverse consequences were reported. Multiple attempts were made to the customer to obtain additional information.

Manufacturer narrative:
The reported event was confirmed. It was also found during evaluation that the decorative screw was missing. The decorative screw fastens the housing to the internal components and also holds the back cap, back nut, and back brace in position. If the decorative screw falls off it will result in disassembly and loss of retention of the components it secures, causing them to fall off as well. The screw can loosen due to vibration of the device during use, which will cause it to unthread or fall off as a result of impact forces.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.